Manufacturer narrative:
As part of the investigation, four blood samples were tested with retention disks and with a tosoh g8 reference method. One sample had an average bias of -0.4% ngsp, the others had a negligible bias. The issue reported by the customer was not confirmed from retention material testing by the manufacturer. Retention material performed as specified. There was no indication of a product problem. The customer's material was not available for further investigation.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer stated for the past month, they noted an increase in the difference between the hemoglobin a1c (hba1c) results from the cobas b101 analyzer compared to the results from another laboratory. The customer used cobas b101 serial number (B)(4). Of the data provided for multiple samples from two patients, only the results for one sample from one of the patients were discrepant. The result from the cobas b101 was 7.9% and the result from another laboratory was 7.2%. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The specimen was venous blood. The customer dropped a drop from the tip of the blood sampling syringe to the reagent disk and then put the blood into a tube to be sent to the other laboratory. No hba1c discs were available from the customer for further investigation. The cobas b101 analyzer had no errors and the optical checks passed. Damage to the instrument could not be confirmed, the possibility of data failure due to instrument damage was considered to be low. As part of the investigation of the analyzer, two concentrations of control samples were tested three times with one lot of reagent disc. Both concentrations measured close to the median and reproducibility was good.